Manufacturer narrative:
The complaint device was returned for analysis. The seal on the distal end of the product pouch was open. Evaluation of the seal was performed and there was good evidence of heat transfer on both the poly and tyvek sides of the pouch. In addition, there was evidence of seal bar marks on both sides of the pouch. The evidence is conclusive that the pouch was sealed at one point. All associated lot documentation was carefully reviewed and no issues or discrepancies were found which could potentially relate to the reported complaint. Prior to final product release, this review is also performed to confirm that all devices meet material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation of a percutaneous coronary intervention, a packaging issue occurred. The 90% stenosed target lesion was located in the non-calcified and moderately tortuous apical artery. It was noticed that while unpacking the 7f mach 1 cmp3.25 guide catheter, the package was already opened. It was noted that the packaging appeared to be properly unsealed. The device was never used in the procedure and never entered the patient's body. The procedure was completed with another mach 1 guide catheter with no patient complications reported and patient status is good.